Manufacturer narrative:
Sections with additional information as of 07-jan-2022: h10: test strip lot number is expired - unable to perform retention testing. Root cause: rc-074: manufacturing processing error.

Manufacturer narrative:
Internal report reference number: (B)(4). Product problem being submitted due to test strips being part of recall # 1052693-06/13/16-001-r strip. Meter and test strips were returned, no investigation required: test strips are expired and product is discontinued. Note: manufacturer contacted customer in several follow-up calls to ensure the customer had received the replacement products and that they are working as intended - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint that the true track meter does not display the blinking blood drop. Customer stated that only "code" appears in the display; the drop symbol does not appear in the display. Customer is using the incorrect test strips for the meter; customer is using true balance test strips with the true track meter. The test strips are expired - manufacturer's expiration date is 08/26/2017 and test strips are part of recall. Customer has two vials of the same lot number of test strips. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported. Customer was upgraded to true metrix product line.